Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports that since implant the stimulation runs down his leg instead of his back. Pt noted that he has not been able to assess how well the ins therapy is working, because the surgery itself seemed to resolve most of his pain. So he hasn't really needed the ins therapy much. He told a rep about this a couple days ago. Additional information was received from the rep who reported the patient was seen and reprogrammed. The patient reported that he had previously met with a manufacturer representative who resolved the problem through reprogramming; however, he is now experiencing stimulation down his leg instead of his back again and would like to be reprogrammed again. Patient reported that ins is supposed to be stimulating his back but it is stimulating his lower legs since implant. The patient met with the rep 5-6 times and the rep could not resolve it. He met with the rep again last week again, and this week they made a decision to operate on the pt b/c the leads are in the wrong place.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Pt mentioned implant wasn't working, since it was put in. However, pt doesn't think it was the ins, but how it was positioned. Pt said, they had a new one put in this past thursday. Pss asked, pt to clarify if they meant lead and ins. And pt said both. However, pss only saw new lead on pt's registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that when they had the implant put in, it was "putting my legs to jelly and they tried to set it in different ways but couldn't get it". Pt says that "this thursday will be 3 weeks", they had "a laminectomy and were doing good, no pain whatsoever.